Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's lead was fractured which was confirmed via x-rays. Surgical intervention may be pending to address the issue.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the system was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Conclusion statement: the reported event of inadequate pain relief due to implanted lead was confirmed. As received, the penta lead was found with all broken wires. Broken wires could result in impedance issues that would cause inadequate pian relief as reported in the field.